Event description:
This lead was implanted on (B)(6) 1994 and was capped on (B)(6) 2011 due to intermittent non capture. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).